Event description:
Additional information was received from a foreign healthcare professional (hcp) via (B)(6). It was reported the damaged obturator was used to continue/complete the procedure. The physician confirmed that the broken part of the obturator remained in the patient¿s body. It was unknown if the damaged obturator issue had been resolved. Information regarding the patient¿s age and weight was unobtainable. The obturator would returned to the device manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via (B)(6). It was reported the damaged obturator was used to continue/complete the procedure. The physician confirmed that the broken part of the obturator remained in the patient¿s body. It was unknown if the damaged obturator issue had been resolved. Information regarding the patient¿s age and weight was unobtainable. The obturator would returned to the device manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via (B)(4). It was reported that when passing the passer while setting the shunt system of the ventriculoperitoneal (vp) shunt, the tip part was broken. The part of the obturator tip at the passer tip was broken (damaged) and came off. The cause of the issue was unknown. The event occurred when creating the subcutaneous tunnel of vp shunt. No further complications were reported.

Manufacturer narrative:
The aware date of the new information reported in the first supplemental regulatory report is 2019-mar-03 (not 2019-mar-01). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. Analysis identified the obturator was broken at the tip. If information is provided in the future, a supplemental report will be issued.